Event description:
Home pt (hp) reports leak in heater line tubing of homechoice set, in drain 4/4 of apd therapy. Hp reports baxter tech assisted hp in ending treatment at that time. No pt injury or medical intervention required per hp.